Event description:
The customer reported a malfunction of the speaker on the intellivue mx430 patient monitor. It is unknown if sound was still coming from the device. The monitor was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was confirmed that sound was still coming from the device. This case has been determined to be not reportable.

Event description:
During the investigation it was confirmed that a "speaker malfunction" inop was displayed on the intellivue mx430 patient monitor and sound was coming from the device. This case is not reportable.